Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure in the right common femoral artery using a proglide device after an interventional percutaneous transluminal angioplasty procedure with a 6fr sheath. Reportedly, the device was successfully flushed with saline prior to the procedure but there was no blood back from the marker lumen. The device was removed and re-flushed but still no blood back. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.